Manufacturer narrative:
(B)(4). (B)(6). Implant date: (B)(6) 2008. Medical product: nexgen lps flex gsf option sz cat#: 00576401751 lot#: 60765897, nexgen precoat stem tibial cat#: 00598004701 lot#: 60715722, headed screw cat#: 00579104100 lot#: 60923419, headed screw cat#: 00579104100 lot#: 60954060, nexgen flex taper plug cat#: 00596009900 lot#: 60162553. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product is with hopsital.

Event description:
It was reported that the patient was revised ten years after primary revision due to instability. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed at the x-rays showed implant disassembly with the loosening of the locking screw of the tibial component. Mild radiolucency at the cement hardware interface of the tibial was also found. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00330.

Event description:
No further event information available at the time of this report.